Manufacturer narrative:
Age at time of event: unknown. Sex: unknown. Date of event: unknown. If implanted, give date: unknown. If explanted, give date: unknown. The explanted intraocular lens (iol) was returned to our manufacturing site for investigation. A visual inspection at 10x microscope magnification was done where small, loose particles were observed on the sample compatible with handling the lens. No cosmetic defects in the lens optic body were observed. One (1) haptic was observed distorted and smashed. The condition observed in the lens received was consistent with a lens that had been implanted and removed from a patient's eye. Manufacturing record review was performed where it was reported that in manufacturing at the final inspection process, the lenses are 100% cleaned and inspected at 10x microscope magnification for cosmetic defects. The operators perform a measurement inspection and disposition according to specification for visual inspection of silicone intraocular lenses and any defects on the lenses or lens loops (haptics) that do not meet the criteria specifications are rejected. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that after the implant of an intraocular lens (iol), the haptic was noted to be bent in an unusual way. As a result, the lens was removed and replaced in the same procedure and the incision was required to be enlarged. The event date is unknown. Patient date of birth and gender have not been provided. No further information has been provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.